Manufacturer narrative:
Concomitant: product ID neu_unknown_ext, product type extension. Product ID neu_ ins_stimulator, product type implantable neurostimulator. Product ID neu_unknown, product type unknown. Product ID neu_cable/tlock, product type screening device. Product ID neu_stylet_acc, product type accessory. (B)(4): analysis of the lead found the lead body had outer insulation damage at the depth stop site and there was a depth stop impression in the outer insulation at 2.7cm from the proximal end and. Analysis of the stylet found the wire was bent and there were conductor coil impressions on the parylene coating of the stylet due to pressure from the depth stop. Analysis of the cable found no anomaly. (B)(4).

Event description:
It was reported that the lead was damaged during the procedure. The lead was ¿defective.¿ the patient had been woken up during the procedure for testing for patient¿s tremor but had not seen any therapy response at 6v. They had tried multiple passes with no therapy response. A new lead was tried and it had worked just fine, no issues were reported. The lead and test cable were being sent back. Testing intra-operative impedance had not been an option for this case. Additional information received reported that there was no stimulation. The ventral intermediate nucleus deep brain stimulator case was tested up to 6.5v and there was no stimulation in the operating room. The lead was changed and they achieved efficacy at 2.5v. There was a lead or cable failure. The device was used within the patient. There was no patient death or injury and the patient had recovered without sequela.